Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter reported that after replacing the battery, the patient's insulin pump display is frozen. The patient attempted to replace the battery again to no avail. There was no adverse event associated with this issue.